Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not sure if the device alarmed as expected. The patient stated that since she was sound asleep and woke up having emergency medical services (ems) people in her house. An ambulance had been called by her sister because the sister is a follower and was getting consistent low readings. The patient could not specify the readings since she was asleep prior to the event. Since she did not hear ems arrive and come into the house it is assumed that she was unconscious. Her bg was 28 mg/dl and the cgm was reading low. She stated that she was given medication but she does not know what medication or what dose. At the time of the report the same day, she was feeling tired. The event occurred seven days after the sensor had been inserted. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.